Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The complaint was not confirmed due to no device return. The cause cannot be established due to no findings available. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6) and (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic submucosal dissection under sedation, using the electrosurgical knife, the blend cut current "burned" despite lowering all the parameters and changing the effects. As a result, the physician completed the dissection procedure using power coagulation with the same device. Post-procedure the patient developed thermocoagulation syndrome, presenting with fever, which required the administration of intravenous fluid and antibiotics. The patient's symptoms are currently in remission, and their condition is stable.